Event description:
"Black spots on the patient's leg skin: (B)(6) 2020: the patient underwent tevar and the relay plus stent graft was implanted around zone 3 (partially over the left subclavian artery). The physician inserted a sheath into the right common femoral artery and then advanced a guidewire to the target site. The physician removed the sheath and attempted to insert the relay plus device. The physician felt very heavy resistance/friction but the physician managed to deliver the relay plus device and deployed it successfully. The physician removed the relay plus device out of the patient without incident. The physician observed bleeding (small amount) from the puncture site, dealt with it, and completed the procedure. The physician said that it was difficult, since the patient's vessels were thin. (B)(6) 2020: (B)(6) (terumo's sales representative) heard from the physician that black spots on the patient's leg skin were observed. The physician guessed that this was possibly caused by peeled-off coating. The patient had no pain or numbness in the legs. The patient was discharged." Patient outcome: "the patient had no pain or numbness in the legs. The patient was discharged."

Event description:
"Black spots on the patient's leg skin: on (B)(6) 2020: the patient underwent tevar and the relay plus stent graft was implanted around zone 3 (partially over the left subclavian artery). The physician inserted a sheath into the right common femoral artery and then advanced a guidewire to the target site. The physician removed the sheath and attempted to insert the relay plus device. The physician felt very heavy resistance/friction but the physician managed to deliver the relay plus device and deployed it successfully. The physician removed the relay plus device out of the patient without incident. The physician observed bleeding (small amount) from the puncture site, dealt with it, and completed the procedure. The physician said that it was difficult, since the patient's vessels were thin. On (B)(6) 2020: (B)(4) heard from the physician that black spots on the patient's leg skin were observed. The physician guessed that this was possibly caused by peeled-off coating. The patient had no pain or numbness in the legs. The patient was discharged." Patient outcome: "the patient had no pain or numbness in the legs. The patient was discharged."